Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center is unable to display image during a bronchoscopy procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that no error message was displayed and mentioned using a g med. The customer suspected the g med to be cause of the issue and requested for tac to email the case number. The customer emailed back at a later date and confirmed that the issue was related to a user error and the problem was solved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.